Event description:
It was reported that the patient presented for a scheduled generator changeout. Prior to the procedure, upon interrogation it was noted the left ventricular (lv) lead failed to capture and was found to be dislodged. The dislodgement was confirmed via x-ray. The physician capped and replaced the lv lead on (B)(6) 2025. The patient was in stable condition.